Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited back up vvi. The cause of the reset was a previous magnetic resonance imaging being completed in which appropriate device settings were not enabled prior to scan. While in backup, defibrillation therapies were not available. The device was able to be successfully restored. The patient was stable and asymptomatic.